Event description:
It was reported that during the procedure, an 'unknown instrument' message appeared on screen (device not detected by generator) when the device was connected to an ft10 generator. Another ligasure device was used with the same generator and it worked fine. Medtronic's initial evaluation of the incident device found that the ¿tooth¿ feature of the blade-safety was fractured just inside the opening to the body (the component was not extending outside of ¿handle-a¿ as intended.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the tooth of the blade safety was broken. There is evidence of use on the device. Functional testing found that the "tooth" feature of the blade-safety was fractured just inside the opening to the body (the component was not extending outside of "handle-a" as intended. Next, with the device handles and jaws fully closed, the device trigger was tested. It was possible to cycle the trigger and deploy the knife blade. It was theorized that twisting/applying torque to the handles and breaking the safety's tooth when the handles return to the natural position was the most likely cause. With a new device, the blade-safety tooth feature was forcibly ¿bent¿ at the fracture point as observed in the field complaint devices, in attempt to fracture/break the feature. It was not possible to replicate the field failure-mode, at either the component nor at the device level, per creating a fracture of the ¿tooth¿. Rather, the feature bent in a ductile manner and remained fully attached to the main component. The product analysis found the device's jaw opening and closing mechanism was functioning properly. The jaw gap of the device was measured; it was found to be within specification. Manufacturing does 100% inspection during the assembly and packaging processes. Had this been an assembly defect, the sample would have been rejected if found prior to shipping. Device autoclaving/chemical decontamination over several cycles could possibly affect the strength of the plastic material and possibly contribute to it breaking off during use, this has not been determined. The device was activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device has been brought to the attention of manufacturing for review and at this time, the root cause has not been determined for the fractured component. It was reported that the device was not detected. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of knife safety damage. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.